Event description:
Nurse discovered that the blood oval on a surestep pro blood glucose test strip was "off center" on the strip. Additionally, the tip of the strip is offset. This prevents accurate measurement when inserted into the surestep blood glucose monitor. No harm to patient noted. All products were returned and the defective lots were replaced by the company representative.